Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteral drain procedure performed in 2009. According to the complainant, the nurse unpacked the percuflex plus ureteral stent and found two cracked 0.3cm holes, 1cm from the proximal end of the stent. This device was not used on the pt. The procedure was completed with another percuflex plus ureteral stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.